Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there was no staple formation; the donut was incomplete; the anvil was bent. After the correct closure of the circular stapler, which was verified by the green line, the stapler was activated by means of the appropriate lever. From activation, however, there was only the section of the circular rings without the correct closure of the metal staples that allowed the anastomotic suture. Therefore, the staples were found to be open with consequent non-suturing of the anastomotic tissue in the patient with low rectal resection. After the doctor had cut without applying the stitches, the surgeon had to repackage the pouch and then had to redo the step of inserting the new stapler and resected and re-stapled to fix the staple line. The surgical time was extended by 30 minutes or more due to the product problem. In the post-operative period, the staples did not hold and reopened. With an ileostomy for temporary protection, the patient was still hospitalized in the ward in a septic state and was treated with medical therapy with endoluminal vacuum therapy, antibiotics, parenteral support and painkillers.

Event description:
According to the reporter, during a laparoscopic procedure, after the correct closure of the circular stapler, which was verified by the green line, the stapler was activated by means of the appropriate lever. From activation, however, there was only the section of the circular rings without the correct closure of the metal staples that allowed the anastomotic suture. Therefore, the staples were found to be open with consequent non-suturing of the anastomotic tissue in the patient with low rectal resection. The donut was incomplete, the anvil was also bent. The patient had to undergo a very low resection, as there was not enough tissue to make the same type of anastomosis and as the stump remained open from the previous failed staple. After the doctor had cut without applying the staples, the surgeon had to repackage the pouch and then had to redo the step of inserting the new stapler and resected and re-stapled to fix the staple line. Additionally, the pneumatic test failed, the surgeon had to reinforce the anastomosis by using additional sutures with negative hydropneumatic control for spillage. The surgical time was extended by 30 minutes or more due to the product problem. In the post-operative period, the staples did not hold and reopened. With an ileostomy for temporary protection, the patient was still hospitalized in the ward in a septic state and was treated with medical therapy with endoluminal vacuum therapy, antibiotics, parenteral support and painkillers.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was fully applied. Further inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Functionally, the wing nut functioned properly but the safety was broken off. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that the staples did not form as expected, the donut formed poorly or was missing completely after firing, the device had bent out of its intended shape, and the deployed staples did not hold the tissue and the staple line opened up. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to squeeze the handle fully during the firing may result in unacceptable staple formation and /or an incomplete knife cut. An incomplete knife cut may result in difficulty removing the stapler from the patient, and unacceptable staple formation may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. The safety will not release if the green bar is not visible in the indicator window. When firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.